Manufacturer narrative:
The field service engineer (fse) performed a reagent prime with detergent and hot water, replaced a pinch tube, adjusted the gear pump, adjusted nozzles, and performed a general cleaning. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 60 patient samples on a cobas 8000 cobas ise module. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the laboratory. Clarification on which module unit produced the results was requested but not provided. On unit 1, the na electrode lot is f8957 and the k electrode lot is p2541. On unit 2, the na electrode lot is f8978 and the k electrode lot is p2561.